Event description:
According to the reporter, during a laparoscopic liver resection procedure, when the first reload was fired, the staples fired and was able to form. However, it did not cut the tissue. The surgeon manually cut the tissue to resolve the issue. A second reload was then used. However, the surgeon was unable to squeeze the handle after pressing the green button. Thus, the device did not fire. A new handle and a third reload were used to complete/continue the staple line. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3d0045 unegiatri - unknown egia tri staple. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.